Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 355 mg/dl during phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.